Event description:
The dealer reports that the monitor was warehoused for 2 months and the battery was found dead. The audio alarm was naturally also not working. The representative from the dealer stated that the dead battery was not the cause of the broken alarm.